Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at the olympus local service department, it was found that the examination lamp of the subject device was not lit up by failure of a igniter and a power supply unit. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a clv turret err e200 occurred. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. The clv turret err e200 occurred accidentally due to long-term use from the installation date. The examination lamp of the subject device was not lit up since the converter and igniter were broken due to aging degradation from the installation date.